Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/07/2020. A manufacturing record evaluation was performed for the finished device le6382 batch number, and no non-conformances were identified. Investigation summary: it was reported breakage suture. One empty opened foil and one used suture of product code j214, lot le6382 was received for analysis. During the visual inspection of the opened sample, body fluids on the end cut that appears to be by the use of a surgical instrument could be observed. The needle was not returned for analysis. The functional test was performed and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling by external cause. Unopened samples of product code j214, lot le6382 were received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/06/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was used to complete the procedure? What tissue was being approximated or sutured when it broke?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During surgery, the suture was broken during continuous suturing. There were no adverse patient consequences reported.